Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the malfunction. The se replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit then passed all testing.

Event description:
It was reported that during patient use, a ventilator went into an inoperative state. The patient was removed from the ventilator and placed on an alternate device. The patient was not harmed as a result of the event.